Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for an unspecified cause and while hospitalized the patient was diagnosed with peritonitis. Treatment received for the peritonitis was unknown. While hospitalized the patient was performing continuous ambulatory peritoneal dialysis. Six days after hospital admission the patient passed away. It was reported the patient was not recovered from the peritonitis prior to death. The cause of death was reported as peritonitis and two other indications. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.